Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump continued to drip insulin for more then 30 drops after they'd stopped pushing the button to prime and the motor stopped. The customer noticed insulin began dripping out of the needle before the driver arm engaged with the end of the plunger. The customer¿s blood glucose level was unknown at the time of the incident. All the prime steps were followed and the new set behaved properly during the prime sequence. The reservoir will be returned for analysis.